Event description:
As reported by the user facility information by bbm sales organization in switzerland: device should deliver bolus on its own. No damage occurred as this happened during preparation of the syringe without a patient being connected.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report: (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: d4 additional device information d9 returned to manufacturer h3 device evaluated by manufacturer 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: perfusor space. 2.2 article number: 8713030. 2.3 serial number/batch: (B)(6). 2.4 software version: 688n030005. 2.5 hours of operation: 1789. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. No abnormalities can be found in the device history files. There is no indication in the device history that the pump independently gave a bolus. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technician seal on the lower housing were intact and undamaged. The housing upper part and the front cover with keyboard are mechanically damaged by a fall. This damage has no effect to the reported malfunction. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A bd plastipak 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. After inserting the syringe, it was noticed that the piston brake blade from the syringe handle is a little louder as usual. 3.4 individual inspection: for checking the complaint malfunction the device was started and a bd plastipak 50ml syringe was inserted 5 times to see if the syringe was correctly recognized and grasped. No error could be detected. 3.5 disassembling: the device was disassembled and the inside was investigated. No visible damage were found inside the device. 4. Judgment: 4.1 the complaint could not be confirmed. A malfunction of the pump could not be detected. There is no indication in the device history that the pump independently gave a bolus. It cannot be excluded out that an error may occur if the syringe is not properly inserted. Furthermore, it must be ensured that the patient connection is not established until the syringe has been properly inserted. Addition information: it is recommended to change the syringe handle with piston brake, housing upper part, front cover with keyboard and the hinges plates.